Event description:
It was reported the device displayed a -cassette alarm- during bench testing. No patient involvement was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was missing and minor scratches on lcd lens screen. The customer stated problem was confirmed. A -cassette not attached properly- error alarm emerged during the functional tests. Mu showed a nonreactive dso (downstream occlusion sensor). Dso sensor was replaced. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.